Event description:
A malfunction with the pump was reported by the customer with a code of malf 16, which recurred even after a reset. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the level. Technical support provided information for resetting the pump and assisted the caller, but since the issue persisted, plans were made to replace the pump.